Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused lung cancer. The patient did not report receiving any medical interventions. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer completed an internal visual inspection. The manufacturer found evidence of dust and fiber contamination in the throughout airpath, blower wire grommet and blower. The manufacturer also found evidence of indeterminate contaminants and black contamination consistent with keratin in the blower grommet. The manufacturer also found odor of medicinal/menthol in the blower box. The manufacturer found no evidence of sound abatement foam degradation /breakdown. The device's event log was reviewed by the manufacturer and found the error log showed, 4 instance of: e-53, 3 instance of: e-66, 19 instance of: e-55, 1 instance of: e-63 and 1 instance of: e-65. The manufacturer concludes the contaminates found were consistent with indeterminate contaminants, keratin, dust and fiber, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused lung cancer. The patient did not report receiving any medical interventions. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.